Manufacturer narrative:
Additional information has been received that this device has been explanted and will be returned for analysis. Upon receipt at our post market quality assurance laboratory,this device will be analyzed and this investigation will be udpated.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available, this investigation will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was displaying elective replacement indicator (eri). During a previous interrogation, the voltage was 2.8 volts and a charge time of 14 seconds. This interrogation the voltage was 2.66 volts and the charge time was 23.8 seconds. There is an allegation of premature battery depletion. The physician performed a capacitor reformation. Technical services was contacted to troubleshoot this issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.